Event description:
It was reported to medtronic minimed that the customer was hospitalized for hypoglycemia. The low blood glucose event value was 40 mg/dl by paramedics after experiencing calibration issues with the pump. The event occurred during dinner and was treated with a glucose injection by eemegency medical services visit. The event involved products unomedical,mmt-1884,mmt-332a and unknown sensor. Troubleshooting was performed and customer has been treated with IV insulin drip in the hospital. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event and declined further troubleshooting. No further patient complications were reported. No product replacement or return was required for unomedical,mmt-1884,mmt-332a and unknown sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.